Event description:
It was reported that in 2019, a 31mm epic mitral valve was successfully implanted. On (B)(6) 2024, the valve was explanted due to torn leaflet that was observed in echocardiogram. A replacement non-abbott valve was implanted. The patient is reported to be stable.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
An event of explant of valve due to a torn cusp was reported. The investigation found that cusps 3 was torn. The tear was 20mm in the base/free edge of the cusp along the stent post shared with cusp 1. There was fibrous pannus on the outflow surface limited to the sewing cuff. Cusp 3 had mild degenerative changes including a denatured appearance to the collagen. There was also a thin layer of fibrin on both surfaces with scattered histocytes within it. There was no acute inflammation. In the absence of any calcification at the tear site or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate both sections had degenerative changes to the cusp tissue including a denatured appearance to the collagen. These changes were present at the site of the tear. The cause of the tear could not be conclusively determined; however, the degenerative changes noted to the tissue could have contributed to the tear formation.